Event description:
An international customer ((B)(6)) reported a patient underwent revision surgery on (B)(6) 2012, to remove and replace three of four trestle luxe screws protruding from the construct. X-rays revealed the self-tapping screws were no longer properly seated beneath the plates locking mechanism and appear to have backed out of position approximately 5 mm. Additional correspondence indicated the surgeon experienced difficulty locking the replacement screws into proper position. The trestle luxe anterior cervical plating system was originally implanted on (B)(6) 2012.

Manufacturer narrative:
An evaluation of suspect devices revealed no anomalies. Dimensional inspection confirmed the returned trestle luxe screws were properly manufactured and released in accordance with the device master record. The investigation concluded that incomplete seating of the screws did not allow the locking mechanism to properly engage and constrain the anchors as intended. (B)(4).

Manufacturer narrative:
An evaluation cannot be performed at this time. The international customer has not returned the explanted devices. Upon receipt a follow-up report will be submitted. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle luxe plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. The surgical technique instructs the user to advance the screw until the head of the screw is fully seated into the plate and the blocking slide is positioned over the head of the screw. The supplied instruction for use (ins-048) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9 degrees may prohibit proper seating.